Manufacturer narrative:
The sample associated to this report was discared and the lot number was not provided however; the reported failure trend has been addressed by manufacturing.

Event description:
A cuff leak on an 5sct tracheostomy tube. There was no patient harm reported and the tube was replaced without incident.